Event description:
It was reported that there were several incidents where air was noted in the line. There have been no resultant pt complications.

Manufacturer narrative:
Manufacturer's report date 2/27/1998. It was reported that the set was used in conjunction with a fluid bag, air was entering the line. One unused set and a 100 ml bag were received. When the bag was spiked it was noted that a slight force was needed to fully insert the spike completely into the bag port. The set was run at different times and rates with no alarms or air noted in the line. The set was pressure tested and no leaks were found. It is suspected that the air may have entered the line due to an incomplete insertion of the spike into the bag's port which resulted in the set pulling air around the spike during infusion. The user facility will be instructed to use proper insertion method when spiking the bag. In addition, a dry silicone is being added to the spike to provide a more suitable compatibility with the bag and spike and improve ease when spiking the bag.